Event description:
It was reported that the fræser was broken in connection with a knee operation. Accordingly, the femoral condyle of the patient was damaged. The condyle is osteosynthesized with screws and the rest the operation is completed.

Manufacturer narrative:
(B)(4). G3: report source, foreign - event occurred in denmark. Upon receipt of additional information from the surgeon, it was determined that an MDR should not have been filed under the current manufacturer. It's been confirmed that the case (B)(4) concern the same incident (same event, product, patient and doctor). This event has already been reported by medwatch facility warsaw biomet ¿ 0001825034-2019-02334-1. Complaint (B)(4) reported the product details. We will void the case (B)(4) (as it is duplicate). Therefore, no follow-ups will be submitted for the case (B)(4).

Event description:
It was reported that the fræser was broken in connection with a knee operation. Accordingly, the femoral condyle of the patient was damaged. The condyle is osteosynthesized with screws and the rest the operation is completed.

Manufacturer narrative:
This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in denmark. Biomet UK ltd have attempted to contact the hospital 3 times, however, we have not been able to retrieve any further information relevant to this complaint. The product has not been returned to biomet for evaluation, therefore, a thorough investigation has not been possible. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No preventive or preventive actions required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Product not returned.

Event description:
It was reported that an oxford cutter broke during surgery and as a result the patient's femoral condyle was damaged.